Event description:
Procedure type: laparoscopic donor nephrectomy. According to the reporter: after using the device for one hour and five minutes, cutting became dull. A new device was opened and the procedure continued. Cutting of the second device was also dull, but the it could be used anyway for one hour and forty minutes. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).